Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as "about a week after the explant operation which was probably about 2 months ago". Other applicable components are: product ID 3889-28 lot# va0llhk implanted: (B)(4) 2014. Product type lead. (B)(4). See also manufacturer¿s report # 3004209178-2016-19090 for the patient¿s other issue. Report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that after the explant of the patient¿s implantable neurostimulator (ins) the healthcare professional (hcp) could not get "all the tubes or wires¿ out (patient confirmed they meant the lead wire) so they just cut them in half and left them in the patient¿s body. The patient thought that the "tubes are still floating around in his back and giving him a lot of problems¿ along with a lot of pain. The hcp told the patient that leaving the lead(s) in would not hurt anything. The patient stated that they hurt so badly and at night when they are in bed, they could not even turn over from their left side to their right side. They also got spasms right over the kidney. The patient mentioned that they just had to wait to ease but it made ¿it rough¿ and they did not feel good and wanted to know if there was anything could be done to remove the partial lead. The last time the patient went to their healthcare professional (hcp) they were told to give it one more month. The patient had an appointment with their hcp on thursday ((B)(6). Follow up information received from the hcp on (B)(6) 2017 reported that the ins was removed and the patient had continued right back pain with spasms. As an action to resolve the issue, it was reported that it was removed to continue ¿cic¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type lead.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information was received from a consumer (con). It was reported that they had an appointment with a hcp for the following week.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are product ID 3889-28 lot# va0llhk implanted: (B)(4)2014 product type lead date of the event (B)(4) 2014: is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had back problems before the implantable neuro stimulator (ins) was implanted. Patient wanted to know if leads could be removed without damaging the nerves. Patient said they were having pain all over the spine and the way over the hip. Patient noted that they had the device removed 3-4 months ago, but was still having pain in that area. Patient stated that they still had a lot of back problems from the stimulator. Patient noted that they were going to a physical therapist and they were finding big knots in the back and they were trying to remove them. Patient had requested that when they removed the device, the manufacturer's representative (rep) should be there. The patient said that the leads couldn't be removed because they could not get them out without damaging the nerve in the right leg. The patient mentioned that the doctor said it would get better, but the patient was still having problems since the device was removed. Patient stated they guess it was rubbing against the nerve. The caller was redirected to the health care provider (hcp) to see if they could remove the leads without damaging the nerves. No further patient complications were reported as a result of this event.